Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer checked the drawer and found medications stuffed inside. The drawer was opened from the back panel to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2.1 was reported as failing to stay closed, but the drawer actually did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.